Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in r-wave measurements from 3.1 millivolts (mv) to 0.7 mv resulting in undersensing. There was a concern the lead had lost slack distal to the suture sleeve. An invasive procedure was performed. During the procedure difficulty was experienced retracting and extending the helix mechanism. The lead was able to be successfully repositioned with r-wave measurements of 5-6 mv obtained. No additional adverse patient effects were reported.